Manufacturer narrative:
After additional information review, it was reported that the patient is a 52- or 53-year-old brca1/2 negative postmenopausal woman at diagnosis (records unclear of time of diagnosis) with a body mass index of 28.3 and weighs 163 pounds. The patient had a right breast core biopsy on (B)(6) 2022, and that diagnosed her ¿malignant cancer of the right breast¿. She underwent a right breast segmental mastectomy (lumpectomy), sentinel lymph node biopsy, and biozorb placement with ¿a right breast advancement flap¿ on (B)(6) 2022, for a 1.4 cm mass in the right upper outer quadrant. Past medical history: prior left breast biopsy; obesity; allergies: chlorhexidine, codeine, hydrocodone, oxycodone. Family history: maternal grandmother breast cancer age 38; paternal grandmother cancer type unknown. She was diagnosed with invasive ductal carcinoma, ¿brs 9/9¿ (indicating high grade poorly differentiated cancer), ER/pr+ her2- with 2 out of 3 sentinel lymph nodes positive for metastatic disease (from a secondary record at the time of the explant). There is no record of the biozorb device details, and the pathology report is not available for review. Records of the patient¿s primary surgery, follow-up and adjuvant chemotherapy and radiation are not available for review although confirmed in her pre-operative notes for her explant. The records reviewed begin with the patient¿s pre-operative office visit for explant of the biozorb, however her reason for the explant is not stated. The remainder of the few records available indicate that at 11 months post implant the patient continued to have a hard lump and discomfort in the right axilla despite physical therapy and lymphedema therapy. She then underwent an uncomplicated surgical explant of the biozorb on (B)(6) 2023 (operative report unavailable). The last available record is an 8-day post-explanation from a telemedicine visit and the patient had no complaints. The pathology is recorded as: 1. Right breast tissue with fibrosis and foreign body giant cell reaction. 2. No evidence of atypia. Gross description: right breast 10 0'clock excisional biopsy consists of an oriented piece of irregularly shaped foreign body containing various colors of ink. The specimen measures 2.5cm medial to lateral by 2.2 cm anterior to posterior by 1.2 cm inferior to superior. Sectioning of the specimen demonstrates a cylindrical device with surrounding fibrous calcified tissue.

Manufacturer narrative:
Device identifier: (B)(4). 6.a implantation date: (B)(6) 2022. Excision date: (B)(6) 2023. Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. D4: lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6) 2022, a patient had a biozorb procedure. The patient is reported suffering from a hard, painful lump at the site of the biozorb device. Also reported suffering from swelling and pain near the site of the biozorb device. This pain affects her daily life, causing her to wear bras with padding assistance and making it difficult to sleep or lie on her right side. No additional information available.